Manufacturer narrative:
The psm arm was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation was unable to perform the reported slow sweep failure due to a stuck axis 2 brake; however, confirmed that the axis 2 brake issue potentially produced the slow-sweep failure that was seen during pm. The axis brake 2 was replaced. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event.

Event description:
An intuitive surgical, inc. (Isi) technical field service (tfs) reported that during preventative maintenance (pm) of the da vinci surgical system, the patient side manipulator (psm) arm failed the 'slow sweep' test. The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instrument. The psm was replaced. Although this failure was found during pm testing, and had no patient involvement, if this malfunction were to recur during a surgical procedure, it could likely cause or contribute to an adverse event.